Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that after updating the software, the "no power alarm" did not sound during the functional testing. The controller was exchanged. There was no reported effect on the patient.

Manufacturer narrative:
The reported event of a no power alarm failure could not be confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device passed visual examination and functional testing. Initial testing of the device indicated that the controller was able to sound for 40 minutes, which meets the specifications of at least 15 minutes. Additional testing of the controller was performed. During testing, the controller was exposed to temperatures between 30oc to 40oc to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the alarm activated as intended once both power sources were disconnected. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.